Event description:
Pt was on a syringe pump. A 20 cc bd syringe tip broke off during routine syringe change.====================== health professional's impression======================? Possibility of foreign body in tubing; the entire tubing and syringe needed to be change. This delay could cause hemodynamic instability with certain medications.